Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to fire/ deploy the needles could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Lot#, exp date. Device was not returned. Mfg date.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two prostar devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with prostar devices using the pre-close technique via 8f sheaths prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first prostar devices on the rcfa and lcfa did not work, the needles did not hit the hub. The sutures of a second prostar device were successfully pre-placed in the rcfa. A second prostar device on the lcfa was attempted; however, the needles did not hit the hub and it was not possible to remove the needles. A cut-down was performed (puncture site was enlarged) to remove the needles and the prostar device. Hemostasis in the rcfa was achieved with the successfully pre-placed prostar sutures and surgical suturing in the lcfa. The physician reported that the groins where really complicated due to scars of a previous surgery. The patient is doing well. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy.